Event description:
The drug patch says I¿m doing meth. I am not doing meth. I have had a hair follicle test and saliva and urine testing all coming back negative. My boyfriend uses meth. According to the patch company it¿s not possible to get a false positive from sex. Well, I¿m here to tell you it most definitely is because it¿s just happened to me twice now. I will get to the bottom of this. Something needs to be done about this pharmchek drug patch, the consequences are devastating. This is not right or just to allow this. No research has been done in this area with patch. I have been wearing the pharmchek drug patch for at least 6 months never had a positive reading til (B)(6) 2024. I haven't even seen meth. I have had sex one time with my boyfriend who does meth during this time. According to the patch maker you can't get a dirty reading from having sex with someone who uses. Obviously, you can. I have researched and found tons of accounts of this. I have done a hair follicle test, urine test, saliva test, that have all come back negative. I have to get the bottom of this matter as my depends upon it. Date the person first started taking or using the product: (B)(6) 2024. Date the person stopped taking or using the product: (B)(6) 2024. Why was the person using the product? Drug testing. Did the problem return if the person started taking or using the product again? Yes.